Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Customer's blood glucose level was 67 mg/dl. Customer was advised that the no delivery alarms are usually due to set/site issues. Customer was able to get the insulin to deliver when standing. Customer stated that if he walks around, he can get insulin to deliver, but he gets a no delivery alarm when he tries to deliver a bolus while sitting down. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.